Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation/migration'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in 2007. On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion ("the left essure implant is not within the left fallopian tube / the left fallopian tube is patent") and complication of device insertion ("the left fallopian tube is patent"). Essure treatment was not changed. At the time of the report, the perforation outcome was unknown. The reporter considered complication of device insertion, device expulsion and perforation to be related to essure. The reporter commented: essure was done on (B)(6) 2014, and (B)(6) 2015 but right fallopian tube incomplete opacification of the left. Currently using essure placed on (B)(6) 2014 and (B)(6) 2015 for contraception. Had essure done x 2 with dr diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2014: prior placement of essure implants. The patient presents to assess adequacy of the essure implant placement.right - adequate placement with occlusion left- questionable occlusion, however 2 coils within uterine cavity 1 at the cornua-fundal edge.. Batch no c22914 production date 2014-02-11 expiration date 2017-02-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in 2007. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion ("the left essure implant is not within the left fallopian tube / the left fallopian tube is patent") and complication of device insertion ("the left fallopian tube is patent"). Essure treatment was not changed. At the time of the report, the perforation outcome was unknown. The reporter considered complication of device insertion, device expulsion and perforation to be related to essure. The reporter commented: essure was done on (B)(6)2014, and (B)(6)2015 but right fallopian tube incomplete opacification of the left. Currently using essure placed on (B)(6)2014 and (B)(6)2015 for contraception. Had essure done x 2 with dr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: prior placement of essure implants. The patient presents to assess adequacy of the essure implant placement. Right - adequate placement with occlusion left- questionable occlusion, however 2 coils within uterine cavity 1 at the cornua-fundal edge.. Most recent follow-up information incorporated above includes: on 5-aug-2020: medical records received : new event the left essure implant is not within the left fallopian tube / the left fallopian tube is patent added. New reporter, concomitant condition , lab data and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.